Event description:
It was reported that the patient had an inoperable ipg due to not charging for nine months. The ipg was explanted and replaced on (B)(6) 2018. Impedances are normal post operatively.

Event description:
It was reported that the patient has effective stimulation.